Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Exterior physical visual inspection: passed. Receiver charge and boot. Pass. Download receiver logs. Pass. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required. Subsequent to the initial MDR, additional information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.